Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015; not april 28, 2015, as previously reported. This report is filed august 13, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a scab at the implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.